Manufacturer narrative:
The handpiece overheated within a few minutes. (B)(6). Date manufacturer received: october 25, 2016.

Event description:
Additional information received indicates that the handpiece overheated within a few minutes.

Manufacturer narrative:
(B)(4). Date manufacturer received: december 3, 2016. Additional product analysis information provided indicates that the reported excessive heat was confirmed, the handpiece was noisy, and too dirty (corroded). Medtronic (B)(4) is waiting for customer approval to repair the device. (B)(4).

Manufacturer narrative:
Date manufacturer received: december 16, 2016. The product analysis indicates that the bearing(s) were corroded and the motor was shorted. The motor, bearings, and o-ring were replaced. The handpiece was successfully tested to specifications. Device repaired and returned (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned. Pre-repair temperature test results were as follows: 151.7 degrees f at point 1, 117.7 degrees f at point 2, and 117.9 degrees f at point 3. The product analysis has not yet been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that preoperative, the handpiece was overheating. There was no patient involvement, impact, or injury.